Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a pulmonary vein isolation (pvi), the non-abbott catheter (farapulse by boston scientific) was withdrawn back into the right atrium. The pericardium was punctured and blood was withdrawn from the pericardial sac. When the blood pressure did not stabilize, chest compressions were initiated. Anticoagulants were administered. The patient experienced asystole followed by a drop in blood pressure. An ultrasound was performed, revealing a pericardial tamponade. A pericardiocentesis was then performed. The blood pressure did not stabilize. Resuscitation efforts continued but were unsuccessful. The patient died on the operating table. There were no performance issues with any abbott device. The physician thinks the perforation possible occurred after the first energy release.